Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the date setting on the pump was incorrect after the month changed from (B)(6) to (B)(6). There was no adverse impact to the customer's blood glucose level. Tandem technical support walked the customer through editing the pump date setting. No additional information was provided.